Manufacturer narrative:
B5 correction: the initial report indicated that the pump and catheter were explanted and replaced in error. As reported, only the pump was explanted and replaced. The b5 narrative was corrected in this report to remove the indication of the catheter having been explanted and replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal with concentration 2000 mcg/ml at a dose rate of 847.4 mcg per day via an implantable pump for intractable spasticity. It was reported that the patient was thought to be in possible baclofen withdrawal regarding a possible catheter issue.  A failed side port aspiration pre-operation was noted.  The patient was taken to surgery.  It was indicated that the physician said he must have missed the side port but, it was all found to be patent in the operating room.  The catheter was determined to be patent and totally fine after the failed side port aspiration attempt earlier in the day.  The physician feared possible infection so they changed out pump.  It was further noted that there was nothing wrong with the pump at all.  The pump was electively replaced by the physician.  The pump was in possession of the hospital. It was unknown if the pump was to be returned to the manufacturer.  Environmental/external/patient factors that may have led or contributed to the issue were unknown. The pump was explanted and replaced. The issue was resolved as of (B)(6) 2021.  The patient's weight and medical history were unknown.  The patient was without injury regarding their status as of (B)(6) 2020.

Manufacturer narrative:
H3: the returned pump (s/n (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 28-oct-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 847.4 mcg per day via an implantable pump for intractable spasticity. It was reported that the patient was thought to be in possible baclofen withdrawal regarding a possible catheter issue.  A failed side port aspiration pre-operation was noted.  The patient was taken to surgery.  It was indicated that the physician said he must have missed the side port but, it was all found to be patent in the operating room.  The catheter was determined to be patent and totally fine after the failed side port aspiration attempt earlier in the day.  The physician feared possible infection so they changed out pump.  It was further noted that there was nothing wrong with the pump at all.  The pump was electively replaced by the physician.  The pump was in possession of the hospital. It was unknown if the pump was to be returned to the manufacturer.  Environmental/external/patient factors that may have led or contributed to the issue were unknown. The pump and catheter were explanted and replaced. The issue was resolved as of (B)(6) 2021.  The patient's weight and medical history were unknown.  The patient was without injury regarding their status as of (B)(6) 2020.